Manufacturer narrative:
The reported event of "air was aspirated in the flash after needle insertion" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation, an air leak was noted. Air was aspirated in the flash after needle insertion. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.